Manufacturer narrative:
The returned sensor was evaluated. During evaluation, the sensor failed continuity testing due to an open in the emitter assembly. The ¿spo2 sensor failure" error message was displayed and the sensor audibly and visually alarmed. A service history record review reveals that this unit was in the field for over four (4) months with no previous reported issues related to this reported event.

Event description:
The customer reported that as a result of a "sensor failure" error message, healthcare providers were distracted while attempting to replace the sensor and resume monitoring. This delayed them noticing that the child was obstructing. Healthcare providers started resuscitation with no pulse oximetry reading throughout. The patient survived.